Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinal fixation procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the capio device was unable to catch the needle after several attempts. When placing the second suture, the needle broke from the suture and remained inside the patient. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Complaint not confirmed, the product returned does not have any visual failure nor functional issues and no evidence of either the alleged issues or any defect which could have contributed to the event. The carrier was actuated three times and it extended without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinal fixation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the capio device was unable to catch the needle after several attempts. When placing the second suture, the needle broke from the suture and remained inside the patient. The patient's condition at the conclusion of the procedure was reported to be stable. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.